Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.